Manufacturer narrative:
The customer could not identify which handpiece was used during the surgery; therefore, fragmentation handpiece was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
A field service engineer was on site to inspect the stellaris unit. All outputs from compressor were tested and found nothing out of tolerance or specification. The compressor was replaced as a precaution. Performed annual pm inspection and followed with full functional test. Machine passed all functional tests well within specifications. The return of the stellaris fragmentation handpiece has been requested; however it has not been returned.

Event description:
The surgeon reported having a difficult case of an iol dislocation. Attempts were made to remove residual small lens fragments with the stellaris fragmentation handpiece. The fragments kept bouncing off and still could not be removed away from the macula. During the procedure a large hole in the superotemporal mid peripheral retina with bleeding occurred. When the bleeding was controlled there was a tear. The laser would not take around the tear due to shallow detachment. The surgeon had to give up on trying to remove the two small lens fragments. An air-fluid exchange was performed, then performed laser, then removed the air, and put in the new scleral fixated iol. The surgeon did not want to put air back in the eye, as there is a good chance it would re-dislocate the newly fixated iol.